Event description:
Two events occurred. First, the ventilator tubing was inadvertently disconnected from the patient. Second, the ventilator was unplugged from the wall. When the nursing staff arrived in the room, the ventilator had a message stating that it would shutdown in 9 seconds. The nurse immediately bagged the patient. The patient oxygen saturation dropped into the 70's and 80's for a couple of minutes. However, the patient's oxygen saturation returned to 92 %. The patient was weaned off the ventilator and placed on bipap on (B)(6) 2023. However, the patient had to reintubated on (B)(6) 2023 because they went into respiratory distress. Patient also has acinetobacter baumanni pneumonia.